Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of failed back surgery syndrome. It was reported that "something was not right" with the patient's implant and it looked like it was shorting. Per the patient for at least a year it was warming up too much and was getting worse. It was noted the implant was on the "right side of their butt" and sometimes the device caused a lot of pain when sitting and driving. Per the patient this had occurred since implant and they had to use a cushion. It was also noted that when sleeping in bed they tried to avoid sleeping on top of the implant and would mostly lay toward the left. When laying on the implant on their back at night they would feel numbness and weak on their right leg, and this had been occurring for about 24-25 months. It was confirmed the numbness only happened at night while sleeping. It was also noted that per the patient the stimulator helped their muscle spasms 100%. It was suggested to the patient to follow-up with their health care provider to check the device for potential causes of their symptoms. No further complications were reported or anticipated.